Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the dissector balloon, insufflation bulb and inflation syringe and trocar balloon were received. The circular seal for the trocar balloons appeared intact. The obturator, lock collars and seals appeared intact. A functional evaluation found that the trocar balloon and dissector balloon were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the balloon was noted to be defective. Another device was used to complete the procedure. The event occurred during the procedure but the device was not used on the patient. There was no patient injury.